Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they went to the hospital because their chest hurt and thought that it may be due to the insulin pump. Customer's blood glucose was unknown at the time of incident. The customer was treated at the hospital with ice for their chest and released. The pump passed the self test.